Event description:
It was reported that during a shift check, the display screen of autopulse platform blanked out and the platform shut off after it displayed a user advisory 18 (max take-up revolutions exceeded) message. Customer indicated that this problem occurred with 3 different li-ion batteries. The platform is able to turn back on when the li-ion battery is removed and re-inserted. However, the same issue recurs. Customer stated that this issue only happens with li-ion batteries and not nimh batteries. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
The product in complaint was returned to zoll on 12/11/2013 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.